Manufacturer narrative:
Continuation of medical devices: product ID 3057, product type screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted that the patient¿s trial started on (B)(6) 2018. It was reported that the patient was itching under the bandage and would be contacting their clinician in the morning. The next day, it was reported that since 1:00pm the day before they felt as though their symptoms had returned to prior to the procedure. Later on the (B)(6) the patient stated that they thought their lead may have become dislodged because their symptoms were returning. They also thought their device may have been malfunctioning because they thought it was turning off. They did not mention if they would have to restart the stimulation or not. Troubleshooting included changing to the left side to evaluate, as the right side was not showing a greater than 50% improvement in symptoms. It was noted that the patient was able to feel stimulation on the left side. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.